Manufacturer narrative:
The snowden-pencer wavy grasper subject of the reported event was not returned for evaluation; however, user facility personnel provided a photo of the device. The photo of the device was evaluated, and it was observed that the pin joining the jaw to the rod-link was damaged which is indicative of excess force by user facility personnel. The snowden-pencer wavy grasper instructions for use states, "avoid mechanical shock or overstressing the device. Ensure the jaws are fully closed before insertion or removal through cannulas. Pulling the instrument straight out to avoid catching or dislodging cannula components. Avoiding lateral pressure during removal, which can damage the working tip, shaft, or insulation." The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A 2-year complaint review indicates this to be an isolated event. A steris account manager conducted in-service training with user facility personnel on the proper use and operation of the snowden-pencer wavy grasper. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the tip of the snowden-pencer wavy grasper fell into the patient. The tip was retrieved, and the procedure was completed successfully. The patient received an x-ray and confirmed no instrument pieces were present. No report of injury.